Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument was observed to have burn out on the insulation. There was no report of patient involvement or reported injury.